Event description:
I took my daughter to outpatient clinic. Thought it was the "pink eye." The physician stained her eye and found that her cornea had an abrasion on it. He asked if she wore contacts and asked what solution she used. He told her that a recall was made on renu due to it causing fungi problems. She has missed classes and has blurred vision with severe pain in her right eye. She has been using renu for over a 1 year, she just rec'd a new box with her new contacts 6 months ago. Now she is suffering from burning and blurred vision to her right eye.